Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable frayed at the distal pulley. The small frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .194 - .050 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that after completion of a da vinci surgical procedure, the spring was broken at the tip of the prograsp forceps instrument. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information regarding the reported complaint. The initial reporter indicated that it is the cable that is broken. No fragments fell inside the patient and there was no patient injury.